Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019, device alarmed for low flow alarms. Patient was lightheaded, fatigued and intolerant to activity. Patient had persistent low flow alarms on (B)(6) 2019 and (B)(6) 2019. Patient was on IV diuretics and IV milrinone for worsening right ventricular dysfunction. Patient was already listed for transplant due to biventicular systolic heart failure related to ischemic cardiomyopathy. Patient is on wait list for transplant. Patient does not have a transplant pending. There was no concern for pump malfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained data from on (B)(6) 2019 and from on (B)(6) 2019. Transient low flow fault flags were captured on (B)(6) 2019 when the estimated flow dropped below the threshold of 2.0 lpm. These faults resulted in 7 low flow hazard alarms on (B)(6) 2019 and 1 low flow hazard alarm on (B)(6) 2019. These alarms lasted between 1 and 28 seconds, each, and appeared to be associated with elevated pi values ranging from 10.3-12.9. Despite these alarms, no other atypical events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. The account reported that the patient was admitted on (B)(6) 2019 with lightheadedness and activity intolerance. Additional information was received on 21nov2019 stating that the patient remained inpatient and that the low flow alarms had been intermittent with four additional low flow alarms on (B)(6) 2019 and one additional low flow alarm on (B)(6) 2019. The patient was started on IV diuretics and IV milrinone for worsening rv dysfunction. It was also reported that the patient had already been listed for transplant due to (d/t) chronic biventricular systolic heart failure r/t ischemic cardiomyopathy. The patient did not have a transplant pending so the pump will not be returned at this time. There was no concern for pump malfunction. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. With regard to flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms on (B)(6) 2019. Patient was admitted on (B)(6) 2019 for frequent low flow alarms with lightheadedness and activity intolerance.